Event description:
On (B)(6) 2013 the reporter contacted animas to ask if there were parental controls on the pump because on an unspecified date, the patient reportedly intentionally gave himself 27 additional units of insulin in an hour and a half and was taken to the ER. The reporter stated that the patient purposely delivered excess insulin so that he could have glucose tablets. The patient was reportedly monitored in the ER and was given food. The reporter noted that the patient was not given any type of IV and was released. No specific blood glucose values or signs/symptoms were reported. The reporter was advised to contact the patient¿s endocrinologist as soon as possible to discuss safety concerns, and to try and find a case to hold the pump that could lock the pump inside so the patient would not do this again. The reporter confirmed that she would do this, as locking the pump would not be adequate since the patient knows how to unlock the pump. There was no indication or allegation of a pump malfunction, and the patient reportedly remained on insulin pump therapy. This complaint is being reported based on the allegation that the patient experienced hypoglycemia related to intentional misuse of the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.